Event description:
The customer reported that the pt coded in the or suite. The staff was unable to revive the pt with product. The customer claims product failure. This was a back-up defibrillator which was brought in because the first defibrillator allegedly malfunctioned. The pt expired.